Event description:
Info was rec'd that a free cap was obtained during a refractive surgery. Pre-operative testing of the hansatome was unremarkable. After the pass was completed, a free cap was discovered and the cap was replaced. The cornea was fine but the "v.a." Was high. Pt lost about 4 lines of vision. Surgery was aborted and was planned to be rescheduled, however, pt was subsequently lost to follow-up. No further info is available and final pt outcome is not known.